Event description:
Customer obtained an erroneously high troponin (accu tni) result of 1.28ng/ml for one patient. The sample was re-tested and repeated result was 0.10ng/ml. The original specimen was re-centrifuged and then re-tested again and an accu tni result was 0.03ng/ml. The erroneous result was not reported out of the lab. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
The specimen was collected in a plastic bd 13x100mm lithium heparin plasma tube with gel separator. The sample was centrifuged at 4,000 rpm for 5 minutes. Results are generated from the primary tube. Qc was within the customer's established ranges prior to and after the event. No errors were posted to the event log. A field service engineer (fse) was dispatched: the fse performed a diagnostic testing and a 50 repetition precision run; both tests met specifications. No hardware issues were noted. No definitive root cause could be determined. A malfunction will be assumed for the purpose of this report.